Event description:
A malfunction was reported on the pump, and the customer indicated no notable events occurred prior to this incident. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, and the customer acknowledged the instructions for storing the faulty pump and returning it within 10 days with the provided ups return box and label.